Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, found the sensor cannula was bent; unable to confirm if the sensor was received in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2015-53669.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that she woke up and the insulin pump had a threshold suspend alarm but her blood glucose was not low so she decided to turn the sensor off. Current blood glucose value was 173 mg/dl and sensor was reading 60 mg/dl. Customer mentioned having high blood glucose of 400 mg/dl earlier due to incorrect bolus amount for meal. Most recent blood glucose was 125 mg/dl. Customer was advised to change the sensor since it had been inserted for longer than 5 hours. The customer found the cannula was bent. The sensor would be replaced and returned for analysis.